Manufacturer narrative:
It was reported that prior to the onsite service, the biomedical engineer tested the touchscreen after a software update, and the device was functional. A philips field service engineer (fse) evaluated the device. It was noted that the fse replaced the lcd, touch screen, power management (pm) printed circuit board assembly (pcba), and ribbon cables. The device was then tested, and all tests passed per service manual requirements. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a bad display. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that after the device was serviced, the customer was able to see that cable was not seated properly and would like to have the issue corrected. Onsite service would be provided to the customer. Investigation is ongoing.